Event description:
(B)(4).

Manufacturer narrative:
Additional product codes for this report include: hsz, gfa, and gff. Device is an instrument and is not implanted or explanted. User facility report states that the device was returned to the manufacturer on october 30, 2012 ¿ there is no record of receipt of that product from that facility at that time. Additional manufacturing dates for this device include: april 8, 2010 and april 22, 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot pe00431: (B)(4) manufactured the 2mm cannulated drill bit, part #310.221, lot pe00431. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 8, 2010, and to the synthes final inspection sheet. The parts were released to the warehouse on march 31, 2010 ((B)(4) pieces), on april 8, 2010 ((B)(4) pieces) and on april 22, 2010 ((B)(4) pieces). There were no material record reports, non-conformance reports, or complaint related issues with this lot. User facility report states that the device was returned to the manufacturer on october 30, 2012 ¿ there is no record of receipt of that product from that facility at that time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.